Event description:
It was reported that "for several months, the intensive care unit has noticed that the arterial catheter (radial insertion) had to be changed after only a few hours (several cases) because of a damped curve. The users and the method of placement has not changed." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "for several months, the intensive care unit has noticed that the arterial catheter (radial insertion) had to be changed after only a few hours (several cases) because of a damped curve. The users and the method of placement has not changed." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sac catheter for evaluation. Signs of use were observed inside the extension line. Visual inspection of the catheter showed no obvious defects or anomalies. No evidence of kinking was observed on the catheter body. The catheter body total length measured 84 mm which is within the specification of 82 mm - 86 mm per catheter product drawing. The catheter body outer diameter measured 1.08 mm which is within the specification of 1.04 mm - 1.09 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which states "thread tip of catheter over guidewire. Grasping near skin, advance catheter into vessel." A lab inventory guide wire with a diameter of 0.53 mm was inserted into the catheter. The guide wire was able to pass through the catheter with no resistance. The returned catheter was flushed with water using a 5 cc syringe to test for potential leaks or blockages. The catheter flushed normally. No interruption of water flow from kinking, leaks, or blockages observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer complaint of a kinked/bent catheter could not be confirmed through complaint investigation of the returned sample. No visual defects were observed on the catheter. Additionally, the catheter passed all relevant dimensional and functional inspection. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.